Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed that there were no connection made when plugged in, no image displayed on the monitor when cable was plugged in due to bad cable and kinks. Additionally, the label was faded on rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had no connection made when plugged in, found no image displayed on the monitor when cable was plugged in, due to bad cable and kinks. The issue did not affect the therapeutic outcome for the patient; and there were no delays noted. There were no reports of patient harm. The issue was found during inspection prior to use. During testing and inspection of the returned device, no image was displayed on the monitor. Additionally, the label was faded on rear the cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by the faulty cable. The event can be prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.